Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarms noted during testing or in the insulin pump trace download. No unexpected pump error (23/37/43/68) alarms noted during testing. No frozen screen or keypad unresponsive/button error alarms noted during testing. Insulin pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple insulin pump error alarms and keypad anomaly. Customer¿s blood glucose level was unknown. Customer was unable to clear the alarm. Customer reported that the insulin pump received frozen display. Customer reported that the screen was not completely blank. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that there was no response from any button. Customer also reported that buttons were no longer working. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.